Event description:
It was reported occlusion alarms occurred and the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 412 mg/dl - "high". Reportedly, the customer addressed their bg via a correction bolus then went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.